Event description:
Facility reported "one hour into treatment blood line disconnected from catheter". Catheter in place approximately 3 months. Estimated blood loss 50cc. No medical intervention. Sample is not available for examination. Medwatch filed on the blood loss.